Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during the follow-up. Rv capture threshold due to micro dislodgement was observed. During the lead revision, the helix would not retract and a stylet was stuck down the lumen. The lead was explanted and replaced. The procedure was completed successfully. The patient was stable post-procedure.